Manufacturer narrative:
The issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. If the product is returned, an investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The device mfg date is unknown. The date in section h4 is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported a low glucose readings issue with the use of the abbott diabetes care (adc) device. The customer reported receiving lower readings "30-50 points" lower from the sensor scan over several days in comparison to results obtained from another manual meter. Adc customer service successfully reached the customer who indicated they received a replacement and have experienced no further issues. Based on the information provided, there was no report of serious injury associated with this event.